Event description:
On (B)(6) 2013, the nurse replaced a new catheter. At 1:00 am of (B)(6) 2013, the nurse found some leakage below the dressing slightly up around the wing set. The catheter was found broken when removing the dressing. The catheter was 19 mm long, the missing part was about 17mm. The nurse immediately sought the missing portion, but nothing was found on the dressing. Another nurse on duty also looked for the missing piece but was not found. The doctor on duty was informed. The doctor suggested observing first and special treatment was not conducted. The patient didn't experience any discomfort and slept well. On (B)(6) 2013, the patient received an x-ray, CT scan, and left upper limb vascular ultrasound. But still did not find the missing piece. Patient was in a critical condition and his vital signs were poor. Once confirmed the catheter's position, the hospital shall conduct subsequent process according to the specific condition and his family's advice. The broken catheter was not found. On (B)(6) 2013, the patient was discharged.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete, the information will be sent as a supplemental. Device history review was performed and met quality control specifications.